Event description:
It was reported during a laparoscopic cholecystectomy while using the 11 mm trocar the white donut-like seal fell into the patient's abdomen. The surgeon's were able to retrieve the seal. All packages were saved along with the used trocar. The 511sd trocar was from an fdc15 laparoscopic cholecystectomy kit. The lot number of the kit is k47586. There was no consequence to the patient. 09/23/1997 the rep reports the case was completed with the same trocar.

Manufacturer narrative:
D6; device returned with no batch ID. The product complaint analysis team has completed its investigation of the device which was returned to co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspection & results: desufflation lever condition, outer gasket condition, sleeve condition, stopcock condition, conforming; inner gasket condition, and trocar condition, nonconforming. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon the inquiry info received and the visual examination, it was confirmed that the rpt'd "white donut-like seal fell into the pt abdomen". The inner gasket was received dislodged from its original position in a separate sealed pouch. The gasket was received complete. No conclusion could be reached as to how the inner gasket had become dislodged from its original position. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.